Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had stopped working. A technical support specialist (tss) applied patch knowledge article (dbo.sysssislog table bloated - dsserverreports database growing large) and ran a backup on dsserverreport to allow shrinking, as the dsserverreport.ldf file was bloated. After clearing over 99 gb of space, the cce services were restarted. A downtime query was then executed, confirming that all messages were caught up on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es interface seemed to have stopped working around 03:29am this morning, and the user had 456 messages queued. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.